Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification and the device inappropriately shut down after discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of "unit shut down" was observed during review of the device activity log. However, the reported malfunction could not be duplicated with the device. The pace/defib engine board was replaced as a precaution. Additionally, review of the device activity log showed no evidence of the device discharging incorrect energy. The log shows that the device did in fact deliver the correct energy. The device was recertified and returned to the customer. The battery involved and the multi-function cable used at the time of the event were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.